Event description:
It was reported that the patient presented in clinic with a vibratory alert for a low lead impedance of 181 ohms. In clinic one low impedance of 195 ohms was noted, but all others were normal at 570 ohms. As the lead impedance was in range the majority of the time, the patient notifier was turned off and the patient would be monitored.